Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step for cartridge and was reusing insulin. Tandem customer technical support educated customer to follow the proper air removal steps and to not reuse insulin. Reportedly, the customer was advised to clean the vents and tap as well. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.